Event description:
Nurse reported a pt was being treated on a 1550 hemodialysis device and the air detection alarm sounded. The pt became unresponsive and was placed in the trendelenburg position. There was no pulse, palpation, or repsiration. CPR was initiated and pt was transported to the hosp where pt expired. It was reported that the pt was in very poor health. Air was observed in the bloodlines to the drip chamber. The cause of the introduction of air is unknown. The device subsequently alarmed and the blood pump stopped and the line clamped. Only microbubbles were observed past the line clamp. It was reported that the size of the bubbles were not any larger that what is normally observed. It was reported that the device performed per spec and is not being attributed to the cause of death. Cause of death was listed as acute myocardial infarction. No medical tests or autopsy was performed.